Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was returned to the manufacturer for service and "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, interface board and internal battery need replaced to address the issues. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged service codes reported. The device was visually inspected, and no defects were found. The device's error log was reviewed and an e-349 communication to obm error was observed. Upon further review, it was identified that the fault only occurred while the unit was being serviced and did not occur while being used by a patient. The product investigation laboratory was unable to confirm the allegation of failure of the trilogy evo oxygen blending module or interface board. The component code was updated to remove the circuit component as it was found to be functioning correctly prior to servicing.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, interface board and internal battery need replaced to address the issues.